Event description:
It was reported that the patient presented for follow up. A review of the transmission revealed alerts for non-sustained right ventricular oversensing recorded by the implantable cardioverter defibrillator. The episodes were attributed post paced t wave over-sensing. No interventions were made as the episodes occurred twice in (B)(6) 2024, and no other episodes were noted. There were no patient consequences.